Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and identified that the joystick that controls the c-arm was malfunctioning. A review of system log file indicated an error showing restricted geometry movement, confirming the reported issue. The fse replaced geo module and returned the defective geo module for analysis. The analysis found that the joystick assembly analog was out of alignment. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.